Manufacturer narrative:
No failed battery test alarm, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. Device passed the displacement test, self test, sleep current measurement and active current measurement.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with failed battery test alarm. The blood glucose was unknown at the time of the incident. Pump did not alarm with replace battery now. Customer stated that, the battery has not been used before in pump or another device. Pump alarmed battery failed alarm. Customer had several failed battery alarms in the history along with change battery. Customer removed the battery and received a failed battery alarm. Informed customer that we can replace the pump but this does not guarantee that the issue will be resolved and will not continue to happen. Informed customer that we would submit the request to replace the pump. The insulin pump will be returned for analysis.